Event description:
Customer reported an erroneous high accu tni (troponin I) test result was obtained for one pt sample when using the unicel dxc 600i access clinical system. The erroneous high test results were above the normal reference range, and above the ami (acute myocardial infarction) cutoff of 0.50 ng/ml. Test results were auto-validated by the site's info system and reported out of the laboratory. In the interim, a repeat analysis was performed. The test results were within the normal range and a corrected report was issued. The sample was rerun for a third time, again with results in the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event were reported.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR is for pt 3 of 3. See MDR #2122870-2009-00168 for pt 1 of 3 and MDR # 2122870-2011-06233 for pt 2 of 3. The customer reported issues with the washed portion of the system check resulting with high %cvs (coefficient of variation) on (B)(4) 2009. System check reports were not supplied. A field service engineer (fse) went to the customer site on (B)(4) 2009: fse found dispense probes #3 and #5 in the incorrect positions causing the high %cvs on the washed portion of the system check. Fse replaced aspirate and substrate probes. Replaced mixer belt and spinners. Found faulty spinner bearing. Checked mixer speed and adjusted. Adjusted wash arm height. Performed system check and noted the %cvs still needed improvement. Replaced syringe drive belts and cvs dramatically improved. Ran system check which met specifications. The root cause appears to be that a "rough" mix from a faulty mixer assembly could have contributed to outliers.